Event description:
It was reported that the handpiece began overheating prior to a surgical procedure. There was no patient involvement or adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with a short in the motor which was replaced along with other components.